Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 01) occurred during a bolus delivery. A new cartridge was successfully loaded onto the pump to address the alarm. Customer¿s blood glucose was 129-130 mg/dl.